Manufacturer narrative:
Findings: pump was received with intermittent button response due to flattened up arrow button and act button dome switch. Keypad connector was fully locked. No button error alarm noted during testing. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.